Event description:
It was reported that the surgeon revised patients' left hip due to pain and cup loosening. Surgeon removed cup, liner, and head. X-rays confirmed loosening of cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding shell loosening involving a trident psl shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed because only the head was returned for analysis. -medical records received and evaluation: not performed because insufficient records were provided for review. -device history review all devices accepted into final stock met specification. -complaint history review there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon revised patients' left hip due to pain and cup loosening. Surgeon removed cup, liner, and head. X-rays confirmed loosening of cup.